Event description:
It was reported that the insulin pump had an unresponsive keypad and blank display. The blood glucose reading was 235 mg/dl. The customer stated that after the device had a blank display, it came back on, and when he pressed the up button, there was an unexpected restart. He stated that the insulin pump did not allow him to bolus or prime. The down arrow did not work and some of the led marks stopped lighting up; the screen had a partial display. The customer stated that the insulin pump had been out in the hot sun prior to the keypad issues. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.